Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant, the patient felt twitching. The left ventricular (lv) lead is still in use. No further patient complications have been reported as a result of this event.